Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 75-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Upon arrival to the intensive care unit (ICU), there was pink-tinged urine. It was noted that the patient was on p-9 with four vasopressor support. While on support, the device functioned as intended for lv unloading at p-9 at 3.4l/min with d5w sodium bicarbonate in the purge solution. After twenty-one hours on support, the patient expired. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, dependent on vasopressor support, complicated by stage e shock. Hematuria can be attributed to anticoagulant medications along with mechanical circulatory support devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction (hematuria): the root cause of the injury was not determined due to insufficient clinical details.